Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported inform system blood glucose results of 20 mg/dl and 94 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the controls and strips.